Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer had rail issue and failed to close. A field service engineer (fse) found that the bearing cage had come out the bag and also had taken out the position sensor and position sensor cable. So, the fse replaced the position sensor/the position sensor cable and both slides and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed to close, and rails required maintenance. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from other source, which caused a delay to the patient care. There were no delay or adverse events or injuries reported based on this event.